Manufacturer narrative:
(B)(4): empty. The analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty, locked out and with the orange indicator over traveled; this finding is not related with the incident reported. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device stuck closed on the cystic artery then popped open and was sticking intermittently. Another device was used to complete the procedure. No adverse consequences reported.